Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with the specifications. The presumed cause and the root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): oes hysterofiberscope olympus hyf type xp. For safe use handling and general precautions do not coil the insertion tube and universal cord small (diameter of less than 12cm). Equipment damage can result. Do not apply shock to the distal end of the insertion section, particularly lens surface. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hysterofiberscope, it was difficult to attach the cap to the sterilization nozzle. There were no reports of patient harm.